Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Reportedly, the customer reverted to an alternate method insulin therapy.